Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Should the device be returned later, the investigation will be reopened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges after inserting the devices into the patient and attempting to remove the rim probe from the introducer, it fractured, leaving the base in the iliac artery. The foreign body was successfully removed. No additional patient consequence to report.